Event description:
It was reported that during an unknown procedure, one side of the gripping surface of the reload was broken. The broken gripping surface barely attached to the cartridge and it did not fall into the patient. It was unknown when the gripping surface was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal one driver up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. In addition, the right gripping surface was broken off. The instrument was tested for functionality with a test cartridge and it performed as intended. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.